Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small air bubbles were observed in the luer lock. The customer primed out the air bubbles and completed the load process successfully. The customer's blood glucose level was 226 mg/dl.